Event description:
It was reported that a user noted a smell of insulin and a blood glucose of 333 mg/dl while using the ilet, and subsequent inspection identified a wet and not fully tightened infusion set connector after a supply change; the user tightened the connector and resumed insulin delivery with apparent normalization. Symptoms included hyperglycemia. Outcomes included no hospitalization and continuation of therapy after user intervention. Investigation included troubleshooting and user education regarding correct infusion set deployment and connector attachment. Investigation of this case revealed an infusion set connection that was not fully attached, consistent with an incorrect deployment or loose connector that led to insulin leakage and under-delivery until corrected. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to infusion set connection.